Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/08/2024, it was reported by an arthrex subsidiary employee via sems(B)(4) that an ar-3210-0043 nanoscope needle became blurred after repeated insertion and removal. This was discovered during a case. This case was completed by new product of same product number. No patient harms.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to moisture intrusion.